Event description:
It was further reported that the unit is not functioning. It was further reported that the unit will not come out off standby mode and there is no light output. There were no reported adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.